Event description:
It was reported that the user received an occlusion alert on an ilet pump while using an infusion set and experienced elevated blood glucose readings up to 316 mg/dl; after a full supply change and pump restart, the alert cleared and glucose began to decline. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or lasting impact. Troubleshooting and education were completed, including guidance to change supplies, restart the pump, and perform follow-up glucose monitoring. Investigation included review of the reported occlusion event and user-reported glucose course following corrective actions. Investigation of this case revealed an insulin delivery occlusion that resolved only after the infusion set and supplies were replaced. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.